Manufacturer narrative:
Additional information was received that the patient is not related to bsc.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.